Event description:
The caller reported that the tube was in use for three to four hours and the cuff would not stay inflated. A non-routine replacement of the tube was required. The tube was discarded.